Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, occlusion, prime/compromised force sensor system, excessive no delivery alarm, and displacement tests. No excessive no delivery alarm. Intermittent button response due to moisture damage keypad trace. Unit was monitored and no audio/beep anomaly noted. Scratched lcd window, cracked display window corners, and cracked reservoir tube lip were also noted. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she was receiving a constant tone. The insulin pump's keypad was not working and the time was changing. Customer's blood glucose level was 95 mg/dl. The self-test passed. The insulin pump alarmed no delivery 5 times. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.